Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patient¿s sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from ireland alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. A review of the customer-provided data identified that on (B)(6) 2021 run #3265 generated a sars-cov-2 positive, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different platform the genexpert that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Two newly collected samples from the patient was also tested on the genexpert platform that generated sars-cov-2 negative, influenza a negative, influenza b negative results. No harm or injury was indicated. Patient sample was collected using nasopharyngeal sample was collected in noble biosciences collection tube with cinical virus transport medium (ctm). The positive result was reported out to the patient and/or personnel treating the patient.